Event description:
Surgeon was in the process of performing a pedicle screw fixation under lateral fluoroscopic control. When applying the left sacral vertebral (s1) screw, the screw applicator broke. It was the flange that held the applicator into the screw that broke. Because of this the screwdriver was displaced medially and resulted in a 1 cm dural laceration. This was during a lumbar laminectomy.====================== health professional's impression======================as described above.